Event description:
It was reported that procedure cancellation occurred. A visual-ice cryoablation system was selected for a cryoablation procedure to treat renal cell carcinoma. However, it was noticed that the console kept losing power and rebooting any time it was moved. The connections were checked, and it is possible there was a loose connection or faulty cable. Regardless of whether the machine is plugged in to the wall or an extension lead, the console lost power. The procedure was cancelled after the patient was anesthetized, leaving the renal cell carcinoma untreated. A biopsy was performed as it was already planned at the same time as the procedure. There were no patient complications as a result of this event.